Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed a high flow rate. There was no reported injury to the patient.

Manufacturer narrative:
One cadd solis hpca pump was returned for analysis with lens damage. Accuracy testing was performed to verify the reported issue of accuracy failure. The pump was found to be pumping at +4.7%, which is out of specification. It's determined that that the expulser needs to be changed to resolve the issue.